Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had motor error. The customer¿s blood glucose level was 452 mg/dl. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer did not provide the symptoms regarding high blood glucose. The customer stated that the drive support cap was normal. Customer was unable to complete insulin pump rewind due to pump alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and rewind anomaly noted. The motor was tested outside of the device and passed.